Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
The surgeon reported that when he opened the tibial base plate and femoral component, both items were discolored and did not have the usual high polished appearance. The surgeon used alternative devices to complete the case.

Manufacturer narrative:
An event regarding appearance/darkening on the blasted surface of the device involving a triathlon femoral was reported. The event was confirmed base on visual inspection of the returned component. Conclusion: visual inspection on the returned femoral component confirmed the reported event. There are areas on the blasted surface of the femoral that have a slightly darker smudged appearance than the rest of the surface. Material analysis/characterisation of the areas of discolouration was performed on the returned devices. The characterisation report concludes: characterisation using stereo microscopy and electron microscopy confirmed staining on triathlon baseplate and triathlon femoral. The staining on the triathlon baseplate was identified as cosmetic with carbon observed to be elevated in the stained areas[...] Due to the location of the staining on the triathlon femoral, characterisation of the staining using the electron microscopy was not possible i.e. The surface of the part could not be brought to the required working distance to get an eds signal for characterisation. A review of the device history record to detail the device paths through the manufacturing process for the reported baseplate and femoral components was performed which concluded that the baseplate and femoral components were processed through difference finishing lines and were processed though cleaning and packaging a number of weeks apart, therefore there is no apparent commonality in terms of manufacturing, cleaning and packing that may contribute to the "darkening" observed on the blasted surface of the two returned components. No discrepancies, rework or scrap components were recorded for either batch for issues relating to the surface/appearance of the components. There are no other similar reported customer complaints for either lot. The returned baseplate and femoral components were both opened in preparation for use in theatre during a surgery which is a commonality in terms of handling that may have contributed to the "darkening" observed on the blasted surface of the two returned components. The exact cause of the event could not be determined as it is not possible to determine the source of the identified carbon on the returned components. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The surgeon reported that when he opened the tibial base plate and femoral component, both items were discolored and did not have the usual high polished appearance. The surgeon used alternative devices to complete the case.